Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultra meter's display was missing segments. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the pt by phone. The pt reported that the alleged issue began one week prior to contacting lfs. It is unk what action, if any, the pt took regarding his diabetes management as a result of the issue. The pt claimed that on an unspecified date/time, after the issue started, that he developed symptoms feeling dizzy and sweaty. The pt was unwilling to confirm if he had to receive medical treatment. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of either severe hypoglycemia or hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.